Event description:
A medwatch report was received with the following event description: pt to have colonoscopy as outpatient. While undergoing preparation for such, suffered cardiac arrest. Efforts at resuscitation were unsuccessful and pt expired. Staff present at event felt that the pacing portion of the monitor in use at the time did not function properly. After speaking with the rptr, the following was provided: each time the operator attempted to turn on the pacemaker, the unit would shut off. There were no alarms reported.